Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump, oil mist filter and vacuum pump oil were replaced to resolve the smoke/haze issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of a "smoke" or haze emitting from the sterrad 100s sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Device available for return correction from no to yes. Reason for non-evaluation correction from not returned to manufacturer to device evaluation anticipated but not yet begun. (B)(4).

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue and system risk analysis (sra), and functional analysis. Trending analysis of the smoke/haze issue was reviewed from november 2017 to may 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump was returned and tested. The vacuum pump failed testing. The reason for return of the vacuum pump was confirmed. The oil mist filter was returned and tested. The reason for return of the oil mist filter was not confirmed. The vacuum pump oil was not returned for functional evaluation. The assignable cause of the smoke/haze issue is the oil mist filter, vacuum pump and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Asp complaint ref #: (B)(4).